Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 8.

Event description:
Impossible to insert the sleeves into a 1.8 mm incision. No product returned. No patient injury.